Event description:
It was reported to philips that the device fails the operations check with an error code 01000 which indicates a defib test failure according to the service manual documentation. There was no reported patient involvement/adverse patient impact.